Manufacturer narrative:
E1 initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump infused in 3 hours despite being set for 5 hours, medication possibly involving pentamidine (over infusion) during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.